Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found that the enteral feeding pump shut itself off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump shut itself off. The unit was triaged and the reported issue was confirmed. The unit was disassembled and inspected not finding any outstanding faults. The current pcb (printed circuit board) is original to the unit from 2008 and has been replaced. The unit was reassembled and when the battery was plugged in the unit powered on. This unit is now completely repaired, tested and recertified per procedures. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.